Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a right ventricular (rv) lead implant procedure in the hospital on (B)(6) 2021. While attempting to implant the lead, it was noted that there was high capture threshold. Multiple positions were attempted but the capture threshold was still high. The rv lead was removed and replaced without further incident. The patient was stable condition.